Event description:
It was reported that the patient's right ventricular (rv) lead indicated sudden elevated threshold values. The rv lead remains in use. This patient is a participant in a product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).